Manufacturer narrative:
This report is being supplemented to provide additional information (h6: method and conclusion, h10) and corrected data (h3, h6: results) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The definitive root cause could not be established, however it is most likely a combination of complex factors such as user handling and deterioration of c-cover from long time use. The event is preventable by conducting inspection/handling in accordance with the instructions for use (IFU) which lists:. "Warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Inspection of the endoscope: inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion section for scratches, cracks, stains, or other irregularities".

Manufacturer narrative:
The device was returned to the service center for evaluation. During visual inspection, there was dents and scratches on the distal end plastic/c-body and lg tube. There was a cracked c-cover and lg lens. The lg tube was buckled. There was leaking noted between the c-body and c-cover and the distal end plastic cover/c-body. The reported event of leakage was confirmed. The most likely cause of the reported event was due to unintended user error.

Event description:
Olympus received a complaint stating that during reprocessing, the device was leaking. There was no patient involvement.